Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump became unresponsive and stuck on the cgm graph screen, preventing escape from the display and viewing of two active alarms; troubleshooting steps including cleaning, charging above 50%, and a forced reset on charger did not resolve the issue, and the patient was instructed to disconnect and revert to multiple daily injections. Symptoms included sustained hyperglycemia with a reported blood glucose of 170 mg/dl at follow-up and no reported adverse clinical effects. Outcomes included interruption of insulin pump therapy and use of backup therapy without hospitalization. Investigation included customer complaint review and guided troubleshooting to assess power state, touchscreen responsiveness, and device reset behavior and inspection of the returned device. Investigation of this device revealed a device malfunction consistent with an unresponsive touchscreen/display module that would not unlock or exit the cgm graph screen. It was concluded, based on previously established findings for similar reports, that the cause was device failure of the user interface component.